Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump esc button stopped working after it has been exposed to water a few months ago. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. Customer also reported to have received a failed battery test alarm and unable to complete troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was noted in the motor assembly. Unable to perform functional test due to blank display. Unable to verify failed battery test or button keypad due to blank display anomaly. The insulin ump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.